Event description:
Foley catheter balloon burst and completely detached from catheter shaft. Occurred when ultrasound tech was testing pt & after bladder had been filled with 69cc of fluid. A cystoscopy was performed to remove balloon portion from the pt. No further complications were reported.